Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of a returned device for analysis, a conclusive cause for the reported difficulty could not be determined. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and the calcified left common femoral artery (lcfa) was attempted with a prostar xl device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, suture placement of both prostar xl devices was successful at the beginning of the procedure. The sheath was upsized to 18f in the rcfa and 16f in the lcfa. The aaa procedure was completed. Hemostasis was achieved with the pre-placed prostar xl suture in the rcfa; however, hemostasis was not achieved after knot advancement with the pre-placed prostar xl suture in the lcfa. Hemostasis was achieved via surgical suturing in the lcfa. The patient is in good condition. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.